Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Additional information received from the field representative indicates that the ra lead was explanted and then was used externally as a temporary pacing lead. Subsequently, the rv lead was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The rv lead is no longer in service.